Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of this mechanical heart valve in a supra-annular position, it was observed that there was no right coronary arterial blood flow. A different physician removed the valve and reimplanted it in an intra-annular position with no issues and blood flow was restored. The physician reported that the valve sizer had been passed without any resistance, and that it was possible that the right coronary artery was blocked by the position of the valve following its the initial placement/seating. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive cause of the reported event could not be determined. It was reported that the valve sizer had been passed without any resistance. This valve (open pivot ap series) is intended to simulate supra-annular placement of aortic or mitral valves. The blue handled sizer must be used for sizing the ap series valve. It was reported that following the implant of this mechanical heart valve in a supra-annular position, it was observed that there was no right coronary arterial blood flow. A different physician removed the valve and re-implanted it in an intra-annular position with no issues and blood flow was restored. The physician stated that it was possible that the right coronary artery was blocked by the position of the valve from its initial seating/placement. The valve remains implanted and will not be returned. Medtronic will continue to monitor for similar events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.